Manufacturer narrative:
The date of event is unknown. The date received by the manufacturer is used.

Event description:
It was reported that when the needle of the suspect device penetrated the patient's vein, blood flowed into the safety shield rather than the tubing. Blood leaked on the patient's hands and on the phlebotomist. Both the patient and phlebotomist received post exposure lab work and follow up.

Manufacturer narrative:
Device evaluation: result - fourteen representative customer samples were received for evaluation. All fourteen samples were submerged leak testing for leakage. No leakage was identified. A review of the device history record was completed for the reported lot 4167984. The product was manufactured in june 2014. Product quality is evaluated during the manufacturing process with prescribed variable and attributes inspections. All inspections were in compliance with requirements. Conclusions - bd was not able to duplicate or confirm the customer¿s indicated failure mode. An absolute root cause for this incident cannot be determined.